Event description:
It was reported that the user disconnected from the ilet due to concern about low glucose while not eating, did not become hypoglycemic, consumed crackers while disconnected, and subsequently experienced hyperglycemia with a reported highest blood glucose of 317; upon reconnection, a full supply change of the infusion set and cartridge was completed, and the system resumed insulin delivery without alerts or alarms. Symptoms included dizziness and hypoglycemia. Outcomes included user-reported improvement in dizziness and self-management without need for medical intervention. Investigation included customer care troubleshooting and user education. Investigation of this case revealed user-initiated interruption of insulin delivery and hyperglycemia associated with carbohydrate intake while disconnected, with no device malfunction identified. It was concluded that the event was attributable to use-related factors and resolved after supply change and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.